Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported there was a fluid leak associated with a pd treatment. There was a filling slowly message during fill 1. There was fluid found leaking from the patient line during fill 1 of 4. There was no fluid found in the cycler or on the cassette. Additional information was requested, but no additional details were provided. There was no harm, intervention or adverse events reported in the initial call. The cycler set has not been returned for analysis.